Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle and cannula did not deploy. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that the needle and cannula did not deploy. The customer's blood glucose reached 265 mg/dl. The pod was worn for less than an hour.